Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device wa returned to the biomedical department from a clinical floor with a report of the device alarmed with a s233 malfunction alarm code during a pt delivery. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No reported medical interventions. During testing at the user facility, a s233 malfunction alarm code was noted. No additional info was provided.

Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 (overtemperature) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was not rotating fast enough. The probable cause to the customer reported s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.